Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
It was reported that the patient was non compliant after surgery to be non weight bearing leading to screw breakage.

Event description:
It was reported that the patient was non compliant after surgery to be non weight bearing leading to screw breakage.